Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer's date of hospitalization was unknown. The cause of death was cardiac sarcoidosis. The medical examiner did not indicate whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It was not stated if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The medical examiner had been walked through checking the insulin pump drive support cap and it was okay. There is a legal claim for this customer's passing. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Received with depleted (B)(6) alkaline battery installed at 0.046 volts. Minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Test (B)(6) alkaline battery 1.597 volts. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Sample 1 flow rate 102.3 sccm (standard cubic centimeters per minute) - pass. Sample 1 passed the infusion set testing.

Manufacturer narrative:
The information related to customer's autopsy report had been received. The information has been included in this report. (B)(4).

Event description:
The autopsy report from the medical examiner stated that the customer's cause of death was cardiac sarcoidosis, which makes the manner of death natural, and not linked with diabetes mellitus. The insulin pump was not successfully downloaded and was sent back for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is january 31, 2018.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was wearing insulin pump at passing as per complaint notes and was not using cgm (sensor) as part of therapy and customer's family did not returned the insulin pump.